Event description:
Case description: concomitant products included - insulin , novopen. The patient recalled it was not difficult when injecting insulin, but found that the needle was snapped off when pulling out from the body, should be considered as easy. According to the patient, novofine needle 30g was used along with novopen.18 years ago, the doctor had trained the patient how to inject insulin and needle. The patient was discharged on (B)(6) 2021. Action taken to novofine 8mm (30g) was reported as no change. Since last submission the case has been updated with the following -novopen added as concomitant drug. -action taken updated from not reported to no change. -discharge date updated. -reporter comment updated. -device narrative updated. -narrative updated accordingly. Preliminary manufacturer's comment: 20-aug-2021: the suspected device (novofine 30 g needles) has not been returned to novo nordisk for evaluation. No conclusion is reached. However, needle reuse could have resulted in needle breakage and subsequent injury. Reporter comment: novofine needle will not be returned to manufacturer for evaluation.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the needle was found to be broken and stuck in the abdomen during use [injury associated with device] the needle was found to be broken and stuck in the abdomen during use [needle issue] the needles were not used only for a single time [multiple use of single-use product] case description: this serious spontaneous case from china was reported by a consumer as "the needle was found to be broken and stuck in the abdomen during use(needle stick/puncture)" beginning on (B)(6) 2021, "the needle was found to be broken and stuck in the abdomen during use(needle broken)" beginning on (B)(6) 2021, "the needles were not used only for a single time(needle reusage)" beginning on (B)(6) 2021, and concerned a (B)(6) female patient who was treated with novofine 8mm (30g) (needle) from (B)(6) 2021 for "device therapy", the patient's height, weight and body mass index was not reported. Dosage regimens: novofine 8mm (30g): 15-aug-2021 to not reported; medical history was not provided. Concomitant products included - insulin on (B)(6) 2021, the patient had the insulin injected at the abdomen before lunch using novofine 30g needle. The patient bought the product at a local drug store. The needle was found to be broken and stuck in the abdomen during use. The patient went to the hospital, and the x-ray showed that there were 2 broken needles in the abdomen, one of which was broken during injection the year before last. The patient explained that the needle fell on the ground at that time and went to the hospital to take x-ray and did not find it, so it remained inside of patient's body till now. The doctor said that the needles would be removed by surgery. On (B)(6) 2021, the patient was hospitalized in the local hospital. It was also reported that initially the patient's family member said that the patient changed a needle for each injection and then denied it. The family member said that one needle was used for 1 day, 2 injections a day. The needles were not used only for a single time. The patient explained that there were more than 4 boxes of novofine needles brought home from somewhere, nearly 5 boxes of needles; 16 needles were left at noon on the (B)(6) 2021; no needles were bought during this period; the patient took insulin twice a day. The patient's daughter also confessed that her mother occasionally forgets to take insulin when playing mahjong at night. The patient had been given insulin twice on the (B)(6) 2021 when at the hospital, and once before noon on the (B)(6) 2021. Batch numbers: novofine 8mm (30g): 20c03y. Action taken to novofine 8mm (30g) was not reported. The outcome for the event "the needle was found to be broken and stuck in the abdomen during use(needle stick/puncture)" was not reported. The outcome for the event "the needle was found to be broken and stuck in the abdomen during use(needle broken)" was not reported. The outcome for the event "the needles were not used only for a single time(needle reusage)" was not reported. Preliminary manufacturer's comment: 20-aug-2021: the suspected device (novofine 30 g needles) has not been returned to novo nordisk for evaluation. No conclusion is reached. However, needle reuse could have resulted in needle breakage and subsequent injury.